Event description:
It was reported that during a follow up, the rod was broken. The broken rod was connected by rod connector as treatment.

Manufacturer narrative:
Results: visual, dimensional and functional analysis could not be performed as the device was not provided and could not be obtained. No lot # was provided, so a manufacturing record review could not be performed. The root cause of the event cannot be determined with the given information.

Event description:
It was reported that during a follow up, the rod was broken. The broken rod was connected by rod connector as treatment.